Manufacturer narrative:
(B)(4).

Event description:
It was reported that rising capture threshold was observed on rv lead. The lead was capped and replaced. The patient is non-dependent, asymptomatic and in stable condition.